Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, a catheter tip detached while advancing the catheter over the interventional guidewire ex vivo under fluoroscopy. The catheter was removed from the guidewire and a new device was used to complete the procedure for this patient. No additional consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.